Event description:
A talent stent graft was implanted in a pt for the endovascular treatment of a 5 cm in diameter abdominal aortic aneurysm approximately. Vessel morphology at the time of implant was not reported. It was reported approx one month ago, the stent graft has migrated distally approx 2 cm, with a type I endoleak, and the aneurysm has grown from 5 cm to 7.5 cm. The physician implanted an endurant aortic cuff and the migration and type I endoleak were resolved. After the intervention, a type ii endoleak was suspected. No add'l clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(B)(4). Eval, results: (migration, endoleak). (Insufficient info provided). Conclusion: (insufficient info provided).